Event description:
It was reported that patient recently received a new backup system controller. The system controller was exchanged due to a dim light and weak self-test/alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.